Manufacturer narrative:
This medwatch is for suspect device in accu-chek advantage system 2. Reference medwatch with (B)(4) for suspect device in accu-chek advantage system 1.

Event description:
Customer reportedly obtained results of 69 mg/dl on accu-chek advantage system 1, and 121 mg/dl on accu-chek advantage system 2, within 10 minutes. Customer reported no action taken based on the readings. No adverse event reported. New system sent to customer and return requested.